Manufacturer narrative:
The biomedical engineer (bme) customer removed the data acquisition (da) board and seated again onto the flow sensor assembly to resolve the reported issue. The bme has advised to close the case. He will call back if he has any additional questions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110b check vent: proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer found error code 110b: the proximal pressure is not measured, and pressure-related alarms are compromised. The rse informed the customer to verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (solenoid 3 and 4), and replace the da pcba. The customer verified the da board placement, replaced solenoid 3 and 4 and still getting same error. The rse informed the customer to attempt to replace the da board and provided part number and price for replacement da board. After further troubleshooting, the customer is reporting swapping the da board from another v60 and also replacing solenoids 3 and 4. The customer is now reporting additional serial peripheral interface (spi) bus error codes. The rse advised the customer to remove the da board and seat again onto the flow sensor assembly. The customer is reporting the unit has ran for approximately 15 minutes without any errors. Investigation is ongoing.